Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this foley catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the foley catheter product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the latex foley catheter balloon burst. The nurse reported that the bladder needed to be backfilled to verify the bladder's patency. The nurse reported that this was performed in the dark with her hands under a drape and that she's used to the inflation port instead of the ezlok sampling port. The nurse filled the balloon with ~ 50 cc sterile milk, but stopped when she met resistance. She confirmed the balloon was a 5cc balloon. The balloon reportedly "shredded and the patient passed pieces of the balloon." No medical intervention reported.